Event description:
Procedure: thoracic. According to the reporter: the staple load fired on the tissue; however, the knife blade did not retract. Therefore, the handle and load had to be cut off the lung.

Manufacturer narrative:
(B)(4).